Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the panel phoenix nmic/ID-307 a false positive result was noted for patient isolate ps. Aeruginosa for carbapenem. The result was not duplicated with the reference laboratory testing. No health impact or consequence reported.

Manufacturer narrative:
H.6 investigation summary: this complaint is for false positive cpo results when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3241425. The customer did not provide panel returns but provided phoenix generated lab reports and isolates for the investigation. To investigate, two retention panels of complaint batch 3241425 were inoculated with customer returned isolate pseudomonas aeruginosa and evaluated for cpo results. In addition, three control panels each from the same material but two different batches were inoculated with customer returned isolate p. Aeruginosa and evaluated for cpo results. All eight panels returned cpo negative results; therefore, this complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns. .

Event description:
It was reported when using the panel phoenix nmic/ID-307 a false positive result was noted for patient isolate ps. Aeruginosa for carbapenem. The result was not duplicated with the reference laboratory testing. No health impact or consequence reported.